Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the patient had and oor (out of regulation) message. Patient called saying "it doesn't do anything" and clarified that they were talking about the controller. Patient services asked the patient some clarifying questions and patient didn't seem to be using the dbs programmer at the time of the call. Patient located programmer and synced with the ins and verified that they were seeing an oor message. Patient said they saw that message last thursday or friday. Patient said they fell "a couple weeks ago," but didn't fall on the device. Patient was told to follow up with the hcp. There were no symptoms reported. There were no further complications reported.